Manufacturer narrative:
Bsc aware date: used event notification date as bsc aware date since none was provided. Device analysis by MFR: the device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The guidewire that was in the device was sticking out of the tip approximately 12cm and the proximal end of the wire was sticking out approximately 56cm. The device was connected to the jetstream console and was functionally tested for rotation issues. The device ran as designed. The guidewire was then pulled from the device with a slight restriction. The most likely cause of the restriction was peeled coating from the device partially occluding the bushing. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that entrapment on the guidewire occurred. A 2.4mm jetstream xc catheter was selected for use. Atherectomy was successfully performed through two lesions; however the jetstream device became stuck on a non-bsc guidewire. The jetstream and the guidewire were removed together as one. Post balloon dilatation and stenting were performed with good results. There were no patient complications reported.